Event description:
It was reported that during a transurethral resection of bladder tumor (turbt) procedure, the ceramic part of the outer sheath came off into the patient's bladder and was recovered using forceps. The procedure was completed using another resector with about 30 minutes delay to extract the piece with foreign body forceps, leading to anesthesia prolongation. The product was checked before the procedure and no anomaly was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event/device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: the insulating insert was broken (off) completely. Also, the shaft was deformed with visible grooves/indents noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. Moreover, it cannot be determined whether there was prior damage or wear to the insulating insert, or whether the damage occurred during the last preparation of the instrument and/or during the last procedure. Deformation and indents in the tube were likely caused by excessive force. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.